Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The more than 90% stenosed target lesion was located in the tortuous and mildly calcified left circumflex artery. A 2.25x20mm promus element drug-eluting stent was advanced but could not reach the lesion. The device was removed and it was noted that the stent struts were slightly deformed. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The more than 90% stenosed target lesion was located in the tortuous and mildly calcified left circumflex artery. A 2.25x20mm promus element drug-eluting stent was advanced but could not reach the lesion. The device was removed and it was noted that the stent struts were slightly deformed. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element,mr,ous 2.25x20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.